Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones and was unable to be interrogated. This implantable transvenous defibrillation lead exhibited out of range shock lead impedance measurements. Some noise was able to be reproduced on the rate/sense channel with valsalva, etc.